Event description:
Customer reported the system is not booting, and will not display time and date. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system and reseated pcbs and replaced a battery. System operates as intended.